Event description:
It was reported that the user experienced early-morning low blood glucose while using the ilet system, and blood glucose questionnaires and device reports indicated the pump was functioning properly. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of blood glucose questionnaire data and device performance data, along with user troubleshooting and education. Investigation of this case revealed no alerts or alarms and no device malfunction, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.